Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the battery cap could not be removed from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings:the battery cap that was returned with the pump was stuck and difficult to remove. The battery cap was found to be damaged and the battery cap contacts were found to be out of specification. The returned battery cap would not secure to a test pump. A test battery cap was able to secure properly to the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.